Event description:
It was reported that the customer experienced high blood glucose of 278mg/dl, nausea, and vomiting. Troubleshooting was performed, and no damage to the drive support cap noted. It was stated that the customer was having trouble with high glucose level for several weeks. The customer has discussed with his doctor and they believe the insulin pump was not delivering the correct amount of insulin. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.